Event description:
It was reported to philips that the system would not start up and a button release message was displayed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to start up. The rse found button active message after start-up. The rse suspected that the issue had been caused by inadvertently engaging the recall position button on the module. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that issue was a stuck button on the imaging tso. To resolve the reported issue, the fse replaced the position recall button. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.